Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.

Event description:
A report was received that the patients ipg was non functional. The patient underwent a revision procedure wherein the ipg was replaced.